Event description:
It was reported that the patient had fallen three weeks prior to the report and noticed a change in her stimulation. The patient was needing her stimulation adjusted to be back in the right area of the body. It was stated managing physician had done imaging one week prior to the report and noted that the lead might have shifted. The patient was feeling stimulation at the time of the report. The reporter was going to try to reprogram around to see if therapy could be adjusted properly. Impedances were all in normal range. Four days later, it was reported that reprogramming for better coverage was successful. The patient was doing fine and happy with coverage. Two weeks later, it was reported that impedance testing was done and x-rays were taken, which showed some lateral movement of right lead, but reprogramming was successful, nonetheless.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).